Event description:
It was reported to philips that the device had a touchscreen no longer responding. The device was in clinical use at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
A touchscreen assembly was returned for analysis. Visual inspections of the returned touchscreen assembly revealed evidence of deep scratches on the screen. Touchscreen with cracked or shattered glass cannot be tested since the glass has a resistive coating, which, if broken, makes the touchscreen nonfunctional. No further testing is required as physical damaged resulted in the deep scratched on the screen.

Manufacturer narrative:
B4:13may2021. A philips field service engineer (fse) was dispatched to the customer site, and it was determined that the touchscreen assembly needed to be replaced to return the device to working condition. The fse replaced touchscreen assembly to resolve the issue and bring the device back to functionality. The removed components were requested to be returned for further evaluation. An evaluation will be performed if the removed component is received, and an additional report will be submitted.